Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from february 6, 2023 to february 9, 2023. H10: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a hole in the line resulting in a leak. This was identified during patient infusion. The device contained 13.5g piperacillin/tazobactam (tazocin) plus citrate buffer in 230ml sodium chloride 0.9%. A new device was connected to continue with the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.